Manufacturer narrative:
Race and ethnicity: white, not hispanic/latino.

Event description:
It was reported that upon connecting the IV tubing to the IV catheter, a defect was found in the tubing approximately midway up that that resulted in a leak of sodium chloride onto the floor. The IV was initiated in the operating room on a pediatric patient. Although requested, no additional information was provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient's IV was started, IV tubing connected to the catheter, and noted that there was a defect m the IV tubing approximately midway up the tubing resulting m IV solution leaking onto the floor tubing changed, no patient harm." An incomplete date of event of xx-sep-2019 was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that upon connecting the IV tubing to the IV catheter, a defect was found in the tubing approximately midway up that resulted in a leak of sodium chloride onto the floor. The IV was initiated in the operating room on a pediatric patient.